Event description:
Staff using sling lift were transferring resident when sling strap over right shoulder snapped, allowing resident to fall onto floor, striking head and shoulder. Transported to emergency dept where subdural hematoma was diagnosed, transferred to higher level of care four days at which point condition was determined suitable for return to long term care facility. Facility conducted investigation into event but unable to confirm MFR of sling as markings were faded and illegible. Sling is an industrial gray polyester type material with black trim; the shoulder straps are in corresponding yellow, green and blue. The blue - shortest - strap over right shoulder broke. Device available for multiple pt use; not customary to record usage of this type device. Used by facility 2002 -2006.